Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (anatomy), associated with the clip becoming caught on the posterior leaflet and the chordae, was due to procedural circumstances during positioning of the clip. The reported tissue injury (tissue damage of the posterior leaflet and the chordae) was due to the troubleshooting maneuvers performed to free the clip from the anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted one mitraclip was previously implanted, but the patient returned to the hospital due to progression of disease. One xtw clip was inserted and successfully implanted. To further reduce mr, a second xt clip was inserted and advanced under the mitral valve. However, while placing the clip, it became caught on the posterior leaflet and the chordae. Troubleshooting maneuvers were performed, and the clip was able to be removed. However, tissue damage was observed to the posterior leaflet and the chordae. Therefore, the clip was removed and replaced. A new xtw clip was successfully deployed, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.